Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal occluding device to treat one segment in the great saphenous vein (gsv). Local anesthesia was used. Transducer was used for compression. The lumen was flushed prior to use. IFU was followed. A guidewire was used for the insertion of the catheter. It was reported that no issue with the procedure, but rather patient's immune response to veneseal afterward. Patient complained of high fever, fatigue, and body rash within 48 hours of venaseal procedure. Nsaids and antihistamine did not help. Several days later, patient came for ultrasound and physical exam. Physician prescribed strong dose of steroids, patient currently still taking. Ultrasound image shared has anechoic boundary that looks similar to images of granuloma formation. No further injury reported.

Manufacturer narrative:
Additional information: only one leg was treated. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj. Physician applied proximal compression with transducer and also applied compression to each treated section with her hand for proper coaptation of vein walls. Patient is currently still being treated with prednisone. Patient has successfully weaned down from 50mg to 20mg., with symptoms improving. No further injury reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:two images were provided by the facility for evaluation, there appears to be fluid in a circular pattern. The item in the center almost appears to be a catheter. There does appear to be increased white echoes immediately next to the vessel, which represent inflammation, but that is limited and harder to appreciate since it looks like the image was zoomed up. With the image cropped as much as it is, it¿s hard to definitely say that it¿s a gsv within the fascia, but appears to be that. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.